Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited high threshold measurements. It was noted that the threshold measurements were likely due to exit block. As a result, this lead was surgically abandoned. No adverse patient effects were noted.